Manufacturer narrative:
The user facility suspected allergy of the patient as a cause of the shock disease, and conducted an allergy test, but the test result indicated negative for drug, latex and metal. In addition, this patient showed a similar shock disease in other facility before performing this procedure at this user facility, but the model name of the device used at that time is unknown. As an opinion of the physician, it is also occurring in other facility, so it is difficult to think that the cause of this case is due to the residual disinfectant, and it is presumed that the material of this device caused a shock disease. This patient never experienced such allergic reactions before a series of shock disease occurred in previous user facility and this user facility. This device has not been returned to omsc for evaluation. Although the stainless and epoxy resin used in this device contain ingredients that may cause allergies, the causal relationship with this reportable event is unknown. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the patient showed a shock disease (rapid decrease in blood pressure) when the user facility inserted the subject device into the patient during the procedure for exchanging the stent using this device. The user facility canceled the intended procedure. The outcome of the patient is unknown.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".